Event description:
It has been reported to philips that the system did not boot up. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the x-ray pc had bootup issues. Remote service engineer (rse) contacted to customer, but customer was not provided further information. No service has been performed by philips. Few days later, issue was reoccurred. The philips engineer installed the system configuration backup and epx database backup. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.